Manufacturer narrative:
A ge service representative performed an on site investigation. The backplane was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported the system had an issue with the backplane connection. When the backplane is faulty, the system will not boot up. There is no report of injury or death associated with the event described in this complaint.